Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The patient had heparin allergy and was not an endovascular candidate due to a severely angulated (over 80 degrees) and short diseased aortic neck, severe disease. It was reported that four stent grafts were implanted and upon removal of the bifurcated stent graft delivery system, it caught on a previously implanted iliac stent and tore the iliac artery. The physician implanted viabahn stents to cover the iliac; however the iliac collapsed. The patient was converted to open repair and all the stent grafts were explanted; however, the patient passed away due to blood loss. No further information is available.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, surgical conversion to open repair); patient's condition affected effectiveness of device (diseased anatomy); unapproved use of device (stent grafts were implanted in a patient inadequate anatomy for endovascular repair). Conclusion: device failure/lack of effectiveness related to patient condition (diseased anatomy); operational context contributed to event (stent grafts were implanted in a patient inadequate anatomy for endovascular repair).